Manufacturer narrative:
H10: one actual device was received for evaluation along with a companion sample. Visual inspection of both devices did not identify any abnormalities that could have contributed to the reported condition. Both sets underwent functional testing including pressure, clear passage underwater leak testing, and priming and no air in line alarms could be generated. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2024-8018 for this event. G1: device manufacturer address 1: (B)(6). The devices have been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system non-dehp extension sets remained full of air; the sets drained dry once the clamp was opened and did not allow for re-prime. This occurred after priming; the sets were connected to a patient. The sets were being used for normal saline as a keep vein open (kvo) line and intermittent medications were given through the line connected to a syringe pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.